Event description:
Following replacement, there was an infection and the device was removed around 2yrs prior to this report date, it was unknown as to when exactly the device was removed.

Event description:
Healthcare professional (hcp) explanted pump on (B)(6). No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.